Event description:
It was reported a post deployment of the anchor loading with 4 sutures; the anchor came out while checking the conformity. There was a backup device available to complete the procedure with a significant delay (>30 min - 1 hour). No patient injuries reported.

Manufacturer narrative:
The reported multifix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿the anchor came out while checking the conformity.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) tissue thickness. (2) misalignment of inserter handle. (3) excessive force. (4) over tensioning the suture. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported multifix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, ¿a post deployment of the anchor loading with 4 sutures; the anchor came out while checking the conformity. An additional bone hole was drilled to complete the surgery.¿ visual inspection shows a deployed multifix s-ultra 5.5mm knotless anchor returned. The anchor and sleeve have been returned detached. A piece of suture and the suture loader were returned with the device. The multifix s-ultra 5.5mm knotless anchor device is a single use device and cannot be functional tested. Customer¿s complaint was confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) tissue thickness. (2) misalignment of inserter handle. (3) excessive force. (4) over tensioning the suture. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instructions for use states: - do not implant the anchor in poor quality bone or where bone quantity is limited. Incomplete insertion or poor bone quality may result in implant pullout. - do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. - care must be taken to avoid creation of a shallow bone hole. - use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. - individually tensioning the sutures may cause the device to back out of the bone hole. - over tensioning the suture may result in incomplete insertion or implant pull out. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported a post deployment of the anchor loading with 4 sutures; the anchor came out while checking the conformity. An additional bone hole was drilled to complete the surgery. There was a backup device available to complete the procedure with a significant delay (>30 min - 1 hour).